Event description:
Customer reported the set was noted to be leaking above the pump where the tubing connects to the upper fitment. The tubing was replaced and the doxorubicin infusion was restarted and completed. No pt or staff harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.